Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the low-voltage pacing lead exhibited a high threshold value and was unable to pace in unipolar pacing configuration; it was noted only bipolar pacing was functional. The lead was not implanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Sex . If information is provided in the future, a supplemental report will be issued.